Event description:
It was reported that an ilet charging pad was not charging the device as expected, with a solid green indicator for approximately ten seconds followed by a blinking light and cessation of charging, despite correct placement and verified power connections. Symptoms included no reported changes in blood glucose. Outcomes included no interruption to therapy and no need for medical intervention. Investigation included customer interview and troubleshooting over the phone. Investigation of this case revealed a charging function failure consistent with a suspected charger malfunction. It was concluded that the charger was likely defective and replacement was arranged.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.